Manufacturer narrative:
The pump was received with a constant failed battery test alarm after inserting a good battery due to a corroded battery tube. Unable to verify the unexpected restart, weak battery, battery out limit, unexpected pump restart or perform the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the constant failed battery test alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test and battery out limit alarm. The customer received unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the device continued to alarm. The customer was advised the pump would be replaced and returned for analysis.